Event description:
Customer reports that she was having high blood glucose symptoms and was unable to use her device due to the device having no power. She reports that she went to the hosp and rec'd insulin and an IV to regulate her blood glucose. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.